Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The instructions for use (IFU) states: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Chapter 3 cleaning, disinfection and sterilization procedures. Chapter 4 cleaning and disinfection equipment. Chapter 5 storage and disposal. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Endoscopy support specialist (ess) performed a repair reduction observation. During the observation, ess noticed that the customer failed to get good control of the distal end of the device when removing it from the cabinets. The customer knocked the distal end on the bottom of the cabinet. The customer failed to move the lock to a neutral position during pre-cleaning and only suctioned detergent for approximately 10-15 seconds. Afterwards, the customer did not suction air. Throughout the air water cleaning adapter step, the customer placed the air water cleaning adapter in the scope but did not depress the air water cleaning adapter. Furthermore, the customer had the air flow on low during the process of the air water cleaning adapter step as well as failing to flush the auxiliary water channel. The customer placed the scope in the transportation bin but the scope was not properly positioned because the scope connector was placed on top of the distal end and the insertion tube. During leak testing, the customer situated the scope in the water and left out the scope connector. The customer proceeded to check the mu-1 and the leakage tester cord before attaching the scope connector. However, the customer failed to place the scope connector in the water. While the scope was in the water, the sink did not have enough water to completely submerge the scope. Therefore, the control knobs were not covered during the leak test process. After the leak test was completed, the customer left the scope in the water and turned off the leak tester to decompress the scope prior to disconnecting. The customer used a non-olympus brush but only brushed the channels while avoiding the channel openings. Additionally, the customer had the control body out of the water while brushing the scope and failed to perform the suction step. Lastly, the customer moved the scope from the detergent water to an empty sink and flushed the scope pairing with detergent, water and air. Ess informed the manager of all findings and scheduled an in-service reprocessing appointment to address all the cleaning concerns. The device has not been returned to olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An endoscopy support specialist reported incorrect reprocessing of the gl scope during a repair reduction observation. There was no patient involvement, no harm or user injury reported due to the event.